Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia to 253 mg/dl after entering a less-than-expected meal announcement while using the ilet, with the user noting they had been under-announcing meals to avoid low blood glucose; glucose later stabilized following corrective insulin delivery. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included user communications as well as analysis of information provided by the user. Investigation of this case revealed no findings available, with the medical device problem and device component both characterized as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.